Event description:
It was reported that the patient had the device replaced about three weeks ago due to shocking at the pocket site. When the surgeon opened up the patient, they saw fluid in the device header block and replaced the device. The lead was fine and was not replaced. It was noted that the patient was doing fine with her therapy. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a shocking or jolting sensation at the implantable neurostimulator (ins) location. The patient hit her ins location on a door knob about a week post-implant, but the shocking sensation was indicated to have only started the prior weekend. No falls/traumas were reported to have occurred that prior weekend. It was also noted that the patient felt stimulation down her leg but not much detail was provided about this symptom. Additional information received 2 weeks later indicated that impedance was within normal limits. The device was reprogrammed to a more comfortable setting and no complaints had been reported since then. There were no malfunctions seen; but it was presumed that it was possibly due to fluid in the header of the device, contacting electrode 3. It was stated that the patient was scheduled for a follow-up visit with her healthcare provider (hcp) and an x-ray would possibly be taken. The patient outcome was unknown, but she had been doing well with symptoms.

Manufacturer narrative:
Product ID 3093-33, lot# va00w3d, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).